Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. (B)(4). Pump a. (B)(6) reported fast flow on three pumps and that the pumps infused in 18 hours instead of 24 hours. Adverse event is unk.

Manufacturer narrative:
Method: at the time of this report, the sample has not yet been received, but was reported to be available. Results: the sample will be evaluated and tested when received. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Conclusion: a follow up report will be filed when the investigation has been completed. I-flow provides a caution on its dfu which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easy pump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees celsius/88 degrees fahrenheit) and the tubing should be under the pt¿s clothing. If the easy pump lt is used with the flow restrictor at room temperature (20 degree celsius/68 degrees fahrenheit), delivery time will increase approx by 25%. Info from this incident will be included in our product complaint and MDR trend reporting system. Add¿l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.